Event description:
It was reported via a medwatch report, that a cross cut fissure bur broke in patient's mouth while in use. It was also reported that there was no harm to the patient. It was further reported that the broken piece was found in the suction canister after the procedure.

Manufacturer narrative:
The device subject to this investigation has not been returned to manufacturer for evaluation. The manufacturing records were reviewed and all specifications were met. The root cause of this failure is undetermined.